Manufacturer narrative:
Plant investigation:the complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint. A sample was not returned. Plant investigation:the complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint. A sample was not returned. A review of the production record was performed. The production record review showed there was one approved temporary (deviation notice) dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformance's, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported a dialyzer blood leak associated with a hemodialysis (hd) treatment. In a follow up, a biomedical technician (bmt) reported that the blood leak occurred at the start of the hd treatment. The technician explained that the leak was visually seen coming from one of the dialyzer headers and leaked externally onto the floor. The blood leak was described as being an external blood leak. A fresenius 2008t machine was being used. Blood leak test strips were not used. Fresenius bloodlines were used. The leak was coming from the threaded area on the dialyzer header. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Event description:
A supplies manager reported a dialyzer blood leak associated with a hemodialysis (hd) treatment. In a follow up, a biomedical technician (bmt) reported that the blood leak occurred at the start of the hd treatment. The technician explained that the leak was visually seen coming from one of the dialyzer headers and leaked externally onto the floor. The blood leak was described as being an external blood leak. A fresenius 2008t machine was being used. Blood leak test strips were not used. Fresenius bloodlines were used. The leak was coming from the threaded area on the dialyzer header. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.